Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display cable was reseated to resolve the issue. No patient information provided to date after calls to customer 05/11/2022 and 05/24/2022. (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.